Event description:
Additional information was received from the patient's treating neurologist indicating that the patient's device was initially programmed off in 2008 due to painful stimulation. In (B)(6) 2011, the patient first reported feeling the vns stimulate, despite being turned off. When the device was interrogated it was determined that the magnet had been left on to 1.5ma, but diagnostics were within normal limits. The magnet mode current was disabled that day. There were no causal or contributory programming or medication changes that preceded the onset of the event. Manipulation and trauma were also no suspected. The physician indicated that the patient was still experiencing these sensations when the device was programmed off, but when the magnet was taped over the device, it helped. The patient did not experience these issues pre-vns.

Event description:
Product analysis was completed on the generator. Although the negative septum appears to be split, there is no evidence of dried body fluids, corrosion in the connector block and there is no evidence of dried body fluids in the lead cavity, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Analysis in the pa lab determined that the generator had reached an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient was experiencing a choking sensation when she eats and trouble breathing and pain across her chest when the device stimulates. The patient indicated that she has this sensation about once a week. The patient is being scheduled for replacement because of this. The physician indicated; however that the device output and magnet mode currents are presently set to 0.0ma. The physician indicated that the patient needed the device removed regardless of whether it was stimulating or just causing irritation. Explant is likely; however has not occurred to date.

Event description:
Additional information was received that the patient had a generator and lead replacement. Product analysis was completed on the lead and still is in process for the generator. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Review of available programming history revealed that the patient was disabled on (B)(6) 2007. It is unclear from the available history if the patient was re-enabled after that date.